Event description:
Pt admitted with diagnosis of failed internal fixation left humeral shaft fracture. Originally pt was involved in an mva and underwent orif for left humeral shaft fracture. Pt continuously complained of significant pain and weakness to the hand. Pt was evaluated and found to have loss of fixation of the fracture with complete displacement. Pt had to undergo re-do open reduction internal fixation of humerus fracture.